Event description:
It was reported that telemetry confirmed that and alarm occurred due to a ¿reset occurred-watchdog¿ message, which occurred at 11:42 on the date of this report. The pump went into safe rate after the reset. The alarm was not heard, but the alarm was indicated on the report date with the pump was interrogated on the report date. The patient was not in any new environments for interrogations/updates. The patient¿s brother was on an (B)(6) but, other than that, there was nothing ¿noisy¿ in the room. The patient had no symptom changes since this occurred. Pump reprogramming was successful. The alarm was silenced and the critical alarm interval was set to 10 minutes. The issue was resolved by 12:00. The device system was used to deliver lioresal. The cause of this event was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).